Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/15/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown/not provided. If implanted, give date: unknown / not provided. If explanted, give date: unknown / not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that patient was uncomfortable with lens that was implanted in right eye for near vision. Lens was explanted and replaced with one for far vision.

Manufacturer narrative:
Additional information received reported the implant date was (B)(6) 2017 and the explant date was (B)(6) 2017. There was no incision enlargement, vitrectomy, or sutures used. The lens was replaced with a zct150 17.0 diopter intraocular lens (iol). Post-operatively, the patient is doing well. Also, the reason for explantation of the lens was because the patient wasn't happy with his outcome after the initial surgery. In addition, the surgeon's name was dr. (B)(6) and the patient was a (B)(6) year old male. No additional information was provided. Age/date of birth: (B)(6) years old. Gender/sex: male. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. Initial reporter name: dr. (B)(6). Health professional: yes occupation: physician. All pertinent information available to abbott medical optics has been submitted.